Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced total procidentia of the vagina. It was reported that following insertion the patient experienced eroded mesh. It was reported that patient underwent removal of sacral colpopexy mesh on (B)(6) 2010 by dr. (B)(6). No additional information was provided.